Event description:
Expander opened on the field but when the expander flush port was examined, it was found to be defective (no details provided).

Manufacturer narrative:
Info received via medwatch form: mw5106377. This device is a 510k tissue expander. The device was not implanted and does not meet the terms for an MDR but in compliance with medwatch reporting, we are completing this report via the medwatch form received.